Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 when patient's father viewed the data on the trend graph screen, half of the data was missing. Patient's father reported that this is not the first time this has happened. He reported that he can view the data on the 12, 6, 3, and 1 hour screen. Patient's father sent dexcom technical support a picture and it was confirmed that he should be able to see data from the last 24 hours. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.